Manufacturer narrative:
Device will not be returned as it remains implanted in the patient. When additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient may be having an allergic reaction to the implant.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. During the investigation, it was determined that the primary material of the device is silicone elastomer, with the grommets being manufactured from unalloyed titanium. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use were reviewed and states: "in using joint prostheses, the surgeon should be aware all products are manufactured from silicone elastomer, except the finger, toe, and wrist grommets, which are manufactured from titanium" and "the risks and complications with silicone implants include allergic reaction(s) to prosthesis material(s)." No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient may be having an allergic reaction to the implant.